Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but lcd screen lines were observed, due to lcd screen failure. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
It was reported the product will be returned for evaluation. At this time, the product has not been received; therefore, an evaluation cannot be performed to confirm the event. If the product or any new information is received, a supplemental MDR will be submitted.

Event description:
It was reported there was an lcd failure; there were vertical lines on the display. No report of any patient impact or consequences as a result.